Manufacturer narrative:
(B)(4). Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that during surgery the trochanter was cracked during insertion of the femoral component. Records are available for further review. The correct side for this complaint is right hip.the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, elevated metal ion levels and difficulty ambulating.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes ydc94 and yen71. A search of the complaint database finds additional reported incidents against lot code 1004203 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update may 18, 2017: legal medical records received. Pfs alleges same as previously reported. After review of medical records for MDR reportability it was reported that the patient was revised to address failed right total hip replacement on (B)(6) 2011. It was stated on the revision note, x-ray result shows evidence of osteolysis. There is no evidence of subsidence, shift or change. Aspirated a 10ml of green, cloudy, metallic-appearing fluid. The lesser trochanter was still intact although significant erosion had occured. The lining of the joint had ricotta-like cheese material, greenish in nature. Surgical pathology report, indicates fibrosynovial tissue showing dense surface fibrin deposition with chronic inflammation. Osteolysis continued down to the spout. There was significant superior osteolysis around the cup as well as anterior, inferior, and posterior. It was also noted that the apex hole eliminator was examined and found that it was cavity. Metal ion levels were below 7ppb, however this was taken after dor. The implantation notes also noted that there was a nondisplaced fracture of the greater trochanter below the level of the vastus tubercle as an intra-operative complication. Added the PMA/510k number on all the products. This complaint was updated on: may 25, 2017.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.